Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the cable was internally defective at the connection point between the camera and the cable, and that the image flickered when the cable was twisted during inspection for use involving an olympus rigid video laparoscope. There were no reports of patient involvement.